Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4, lab: 3. Tested in lab immediately after inr patient doubted result. Patient was recently hospitalized and on lovenox due to shock for a fib. Not anemic, no antibiotics.

Manufacturer narrative:
Investigation pending.